Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed and stated that there was no gradual increase in seen and the curve had been relatively stable for years. There were some measurements of greater than 125 ohms are due to the variation of the measurements. There were no episodes of noise on latitude. Ts recommended troubleshooting options and to continue monitoring. This device remains in service. No adverse patient effects were reported.